Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon eval, the flash memory failed to program. The cause of the failure to program the flash memory is defective flash components (u102 and u105) on the computer analog board sn (B)(4). Root cause analysis of the flash memory failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.